Manufacturer narrative:
Additional information: one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported ¿catheter not connected¿ error and impedance issue could not be confirmed. No anomalies were noted on the eeprom payloads. The tip thermocouple and tip electrode met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported error message and subsequent delay remains unknown.

Manufacturer narrative:
Corrected: h6 health impact code.

Event description:
During a right atrial flutter procedure, an error message occurred causing a procedure delay. The catheter was connected to the generator with an impedance reading of approximately 100 ohms, and an error message was noted stating: "catheter not connected". This error appeared with two different ampere generators. The catheter was exchanged which did not resolve the issue. The tactiflex catheter was replaced with a tacticath se but the issue was not resolved. The ensite x was then switched to ensite precision, which resolved the issue with no consequences to the patient. It should be noted that the ensite x has been used since with no issues noted.